Event description:
Customer reportedly obtained results greater than 600 mg/dl on the compact plus meter. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.